Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 9th july 2012 and performed to specification up to the 20th december 2015. During this time the device records one occasion in which the temperature was recorded below the minimum recommended stand-by temperature of 0 degrees celsius with a low of -2.6 degrees celsius recorded. On the 21st december 2015 the device records two manual power ups of ten minutes duration. Between the 8th april 2016 and the 11th april 2016 the device records multiple self-test fails due to a configuration error. On the 12th april 2016 the device records multiple power ups containing nonsensical data. This may indicate the pad-pak had become depleted beyond use or that the pad-pak was incorrectly seated within the device housing. Investigation found the reported fault can be attributed to membrane failure. Corrosion resulted in the device switching itself on automatically. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.